Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2020 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 25-mar-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity indications for use. It was reported that the pump was running in minimum rate since december 11th. The healthcare provider (hcp) was not certain what concentration she had filled the pump with at the time. The hcp did not know if she had filled the pump with 4000mcg/ml or 500 mcg/ml. The technical service (ts) discussed accessing the catheter access port (cap). During the appointment in december, they attempted to access the cap but were unsuccessful. After further discussion, the hcp decided that she would fill the pump today with 500mcg/ml concentration and run the pump for over 90 days at minimum rate mode to make sure the previous concentration has cleared before resuming therapy. The hcp mentioned to the rep during the call, that the patient had not been complaining with the refills due to being in the hospital or infections and wanted to know what would happen if the patient did not come back in 90 days. The rep reviewed that the pump would remain in minimum rate mode. Additional information from a company representative (rep) stated that the hospitalization and infection were not associated with the medtronic device or therapy. The cause of the incident remains unknown. The healthcare provider (hcp) plans to perform imaging later, thought the date has been determined. No further information is available.